Event description:
It was reported that during an unk procedure, the white part of the blade fell out. It was removed from the pt. It was unk how the procedure was completed. The procedure was delayed. There were no adverse consequences to the pt. It is unk if the device is available for return.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.